Event description:
The customer reported that the device failed the daily test. No pt involvement. Additional information is being requested.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.